Manufacturer narrative:
Correction: date of death was missing from the initial report. The date of death was (B)(6) 2018. Correction: the event date should have been (B)(6) 2018 rather than (B)(6) 2018.correction: initial reporter phone number was missing from the initial report. The phone number is (B)(6).

Manufacturer narrative:
Medical examiner.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Manufacturer narrative:
The device was tested using automated testing equipment and no anomalies were found.